Manufacturer narrative:
(B)(4).

Event description:
It was reported that an implanted lead was connected to the brown screener box; they tried to turn stimulation up to 10 v and got nothing. The lead was replaced with a new lead and at 3 v the patient started receiving some stimulation. The patient recovered without sequelae.